Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc noted that quality controls were within range and there were no instrument errors at the time of event. The cause of the discordant, falsely elevated na, k and cl results is unknown, as a new sample obtained from the patient and the original sample both resulted as expected upon repeat testing on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) and potassium (k) and chloride (cl) results were obtained on one patient sample on a dimension vista 500 instrument. The discordant results were reported to the physician(s), who sent the patient to the emergency department. A new sample was obtained from the patient and tested on the same instrument, resulting lower. The initial sample was then repeated on the same instrument, matching the results of the redraw. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na, k and cl results.